Event description:
It was reported that, "tip of screwdriver broke off and remained inside of the head of the screw. The screw was put inside acetabular shell."

Manufacturer narrative:
Investigation pending. No additional information available at this time.